Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the infusion sets were changed to address the issue. Reportedly, the pump supplies were in use for more than 5 days. Tandem technical support educated customer regarding cartridge/insulin labeling.